Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. It observed that the bt1 of the hybrid layer capacitor (hlc) was failing. The cause of the reported issue was a failed bt1.

Event description:
The customer contacted stryker to report that their device was not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and was able to verify the reported issue. The device deemed not repairable, the customer received a replacement device. A further root cause could not be determined.

Event description:
The customer contacted stryker to report that their device was not working. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.